Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 21-23 mm, and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 10 cm. The aneurysm neck was 1.3 cm in length and was reported to be short and conical. Vessel morphology is unknown. The pt has a history of lung resection, oxygen dependency, and chronic obstructive pulmonary disease. The bifurcated device was deployed from the right side with the aid of a 22 french sheath. During deployemnt, it was reported that the conical neck caused the stent graft to "watermelon seed" caudally. In order to stabilize the device, the contralateral gate was cannulated, and a 16 mm diameter x 11.5 cm length iliac limb was deployed on the left. The distal end of the iliac limb was dilated with an angioplasty balloon to ensure secure fixation. The runners from the bifurcated device were removed. A 26 mm diameter x 3.75 mm aortic cuff was added to acheive a secure proximal seal, and a 22 mm diameter x 3.75 cm length cuff was deployed to achieve a secure distal seal. The distal end of the iliac limb was dilated with an angioplasty balloon. Final angiogram demonstrated a successful outcome with no proximal or distal endoleaks and exclusion of the aneurysm. The renal arteries were reported to be be patent at the end of the procedure. No clincial sequelae were reported.